Event description:
The device was returned with a complaint of the "pump not infusing correctly". The customer contact indicated that the pump was returned to the biomedical engineering department with an unsigned noted. There was no tracking information available in order to obtain specific event or patient details. The customer contact indicated that there were no reported adverse patient events while the pump was in clinical use. During initial manufacturing testing, it was found that the pump delivered an unrequested bolus dose.